Event description:
Customer reported that their freestyle meter is very erratic and that over the course of 3 months, they have had symptoms of high glucose, but the meter provides a low reading and when they have had symptoms of low glucose, they received high readings from the meter. In 2004 the customer went to the emergency room when their freestyle meter read 4.3 mmol/l. The customer was treated with humilin and an IV for dehydration. The reported free style reading was not consistent with the treatment provided.